Event description:
Foley catheters have been reported to be inserted without difficulty, yet patients have been found with hematuria and urethral strictures. The tip of this silicone foley is quite stiff and several of the physicians feel that it leads to the creation of a false passage. Upon insertion, as the foley is being passed, it is difficult to detect resistance.